Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the bending angle in the up direction does not meet the standard value due to wear of angle wire, the play of up/down knob is out of the standard value due to wear of angel wire, water removal ability does not meet the standard value due to clogging of nozzle, image guide protector has scratch, control unit has discoloration, switch 1 has a scratch, switch box has a scratch, universal cord has a scratch, protector of universal cord on control section side has scratch, and scope connector is dirty due to water leakage. The customer clean, disinfected, and sterilized the device before sending it to olympus. It is unknown what the foreign material is. There were no delays in the start of precleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The customer did wipe/brush the air/water nozzle with clean lint-free cloths, brushes, or sponges and flush the air/water nozzle with the detergent solution. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited white foreign material in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The events can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.